Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration associated with partial clip movement per the physician is related to tension due to annular dilatation and is therefore related to patient conditions. Mitral valve insufficiency/ regurgitation resulting in dyspnea appears to be related to the partial clip movement (migration). Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2024 to treat mitral regurgitation with a grade of 4+. Two clips were implanted reducing mr to grade 1+. On 25sep2024 the patient returned for a follow up visit. Imaging showed that mr had increased from 1+ to 3+ and the second clip was almost detached from one leaflet.